Manufacturer narrative:
Initial and final MDR 1878451- MDR 3003442380-2024-05486- device 7 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off on (B)(6) 2024. Skin tac was used as adhesive aides at the area of insertion. Insertion site was free from hair. Insertion set has been used for 24-32 hours. The glucose level was over 300 mg/dl. Therefore, patient was treated with correction via IV bolus. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.